Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for 1 male 30 year old patient with post covid myocarditis. The patient is undetectable with roche troponin t. The following data was provided: alinity results vary between 35 and 55 pg/ml with a diagnostic cutoff of 34.2 pg/ml for men. Roche troponin t is undetectable. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74120ud00. The device history record review did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot 74120ud00 are within the established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and concludes the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 74120ud00 was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for 1 male 30 year old patient with post covid myocarditis. The patient is undetectable with roche troponin t. The following data was provided: alinity results vary between 35 and 55 pg/ml with a diagnostic cutoff of 34.2 pg/ml for men. Roche troponin t is undetectable. No impact to patient management was reported.